Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that the end/stop button was grayed out could not be confirmed but was deemed plausible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during interrogation of an implantable device using the mobile programmer application, the patient experienced discomfort and requested that the test be stopped. Attempts to end the test using the end/stop button on the application interface were unsuccessful as the button was grayed out. Further efforts to power down the host tablet were also unsuccessful. No patient complications have been reported as a result of this event.